Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the ise electrodes, buffer syringe, and the ise buffer valves has resolved the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported receiving erroneous erratic patient results for sodium, potassium, and chloride on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.